Manufacturer narrative:
Patient city: (B)(6). Patient country: germany. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in germany. It was reported that patient faced adhesive issue event on 23-feb-2026. The patient reported infusion set tape did not stick upon insertion no further information available.